Event description:
It was reported that while in cath lab, md inserted sheath. After prepping iab per instruction he began inserting it through sheath; iab began to unwrap. As a result, md removed iab & sheath as one unit & used another iab to complete procedure. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.